Manufacturer narrative:
Corrected data: b2, b5, d7a, f6, f8, h1.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. When explanting the pump, the doctor disconnected an a line hooked up to the side port on the repositioning sheath, then there was no blood return. A small angiogram was taken which revealed minimal flow in the left iliac. The doctor advanced a 5 french pigtail into the descending aorta and performed an angiogram which revealed a large thrombus burden in the distal aorta at the bifurcation of the iliacs. A thrombectomy was planned to be performed. Patient started to hemodynamically decompensate and anesthesia was called to intubate patient prior to going to surgery. Upon anesthesia induction, patient went into cardiac arrest. The patient's family decided to the withdraw care after 70.85 hours of support. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. Instructions for use for the related event are as follows: access site bleeding. ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ hemolysis ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump presented suction alarms and the patient presented with hemolysis, both of which were found to be caused by the pump being too shallow. These issues were resolved upon repositioning of the pump. Additionally, the patient experienced a thrombus while on impella support, which was to be resolved with thrombectomy.